Event description:
Family member of the home pt (hp) reported the hp felt abdominal pain while using the homechoice pro cycle for apd therapy. The hp had felt cramping during the initial drain phase using the device. The cycler advanced from the initial drain into fill 1 and the hp cointinued to experience discomfort. The hp was placed into a manual drain and the hp's family member noted that the drain fluid had a red-tinge, similar to blood. The hp discontinued therapy and contacted the dialysis healthcare professional (hcp). Follow up with the hcp reveals that the hp did have blood in their effluent during drain. According to the hcp, the hp had become severely constipated and impacted high in their bowels, resulting in abdominal pain, drain problems and a shift in the hp's catheter positioning. The hcp relates that the hp was hospitalized for four days, where they were treated for their constipation. The hp has since recovered and continues to use the device with no recurrence of this issue.